Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg and had non-target stimulation. It was noted that the patient had a non-device related procedure which was the caused for the device malfunction and the physician believed that the grounding pad had a faulty wire of the ipg during the non-device related procedure. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint of the charging issue was confirmed as the device was constantly leaking the battery power. The depleted ipg was charged to 3.94 volts in one cycle. The daily battery depletion rate was within the expected range, 7.40 mv per day. In low power idle mode without any stimulation, the ipg consumed 84 ua averages from the battery at a voltage of 3.6 v, slightly above the 50 ua average requirement. It was reported that electrocautery was used during the patient's gallbladder procedure and it likely the root cause of the device damage.

Event description:
A report was received that the patient was having difficulty charging the ipg and had non-target stimulation. It was noted that the patient had a non-device related procedure which was the caused for the device malfunction and the physician believed that the grounding pad had a faulty wire of the ipg during the non-device related procedure. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).